Manufacturer narrative:
Additional information: relevant test/lab data, other relevant history. Clinical review of the medical record did not reveal a possible association between the fresenius dialysis products and the events of peritonitis and gastroparesis. However, there is a possible association between the moderate wall thickening of the majority of the colon and the event of escherichia coli peritonitis.

Event description:
The patient was admitted to an intensive care unit and initiated on broad-spectrum antibiotics.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis patient reported being hospitalized for peritonitis. The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency room with a several day history of abdominal pain, nausea, vomiting and then developed chills, fever and worsening pain. Her dialysate was still clear. She was admitted for peritonitis. She was also found to have gastroparesis. The patient was discharged on (B)(6) 2016.